Event description:
It was reported that a new propofol drip was started per provider's order for sedation. The nurse noted a "drop" in the arterial pressure. The alaris pump was displaying the correct rate, but the medication reportedly was flowing through the drip chamber. The nurse stopped the infusion and opened the pump module's door, clamped the tubing, and ensured that the medication was stopped. The nurse restarted the levophed drip and monitored the patient. The doctor was paged, and the charge nurse was notified.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, correction: describe event or problem, FDA notified?, report source other additional information : age at time of event, age unit, date of birth, sex, weight, weight unit, concomitant med prod data, report source, device eval by manufacturer?, if other specify, imdrf annex a,g,b,c, d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that a new propofol drip was started per provider's order for sedation. The nurse noted a "drop" in the arterial pressure. The alaris pump was displaying the correct rate, but the medication reportedly was flowing through the drip chamber. The nurse stopped the infusion and opened the pump module's door, clamped the tubing, and ensured that the medication was stopped. The nurse restarted the levophed drip and monitored the patient. The doctor was paged, and the charge nurse was notified. Received a copy of the customer's medwatch form which states, "new propofol gtt started per orders for sedation. Rn noted drop in a line pressure. Alaris pump with correct rate, but medication flowing through chamber. Rn stopped and opened channel, clamped tubing, and ensured medication was stopped. Rn restarted levophed gtt and monitored patient."